Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, there was a foreign substance on the middle of the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: is the foreign substance biological source: any presence of blood, insect, hair, or other biological substance found within the primary (sealed) packaging? No further information is available. Do you have a photo for visual analysis? No photos are available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: is the foreign substance biological source: any presence of blood, insect, hair, or other biological substance found within the primary (sealed) packaging? No further information is available. Do you have a photo for visual analysis? No photos are available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. H3 investigational summary: visual analysis of the returned sample determined that a paper lid and a strand of product code j316h were received for evaluation. The swage and attachment area were noted to be as expected. The suture was examined along of strand and resin beads defect was noted along of the strand. Based on the information currently available, the resin beads was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.